Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller states the patient has a problem with the device. Caller states the rep (B)(6) knows all about what's going on. Caller states the rep said the patient needs a newer device as hers is older and no-one has this model anymore. Pss reviewed the rechargeable units are 9 years for longevity. Caller states the device wouldn't program correctly. Caller states pt has to charge one hour per day. Pt states the device is not helping her and her feet are numb. Pt states the rep (B)(6) said the device is not working. Pt states charged for 4 hours yesterday. Pt states the wires feel like they disconnected. Pt states when goes to airport feels like wire disconnected and feels like body is on fire. Pss asked for more details on this and pt states this happens every time goes to airport. Pt states she came back so sick and waiting to get the machine changed. Pt states she goes to hcp office weekly for right side pain. Pt did not have a hcp name and stated she goes to pain management. Pss tried to clarify information provided and pt was upset and did not provide details. Pss had a hard time understanding timelines and dates. Pt states its been 3 years where device doesn't help. Pt doesn't know if wires disconnected. Pss could not understand all the issues. Pss tried to clarify if scs is on and running and pt states she charges everyday. The patient was redirected to their healthcare provider to further address the issue. Pss directed to hcp. Redirected caller: patient's hcp pt called back trying to reach out to the rep (B)(6). Pt said they were supposed to have a surgery and (B)(6) knows about it. Pt said they weretold the machine had been 9 years already and needed to be replaced. Reviewed an email was sent out to the field. Reviewed if pt does not hear back from a rep pt needs to contact hcp and they can page the rep if needed. Pt also expressed dissatisfaction about long hold times. Patient does not have any impedance issue, the battery is being recommended for replacement because charge times have started to exceed 2hrs. No wires are disconnected, all impedances are fine. Patient does not understand feedback and is misinterpreting rep's conversations per rep.